Event description:
It was reported that following a carotid stenting treatment procedure stent damage and patient complications occurred. The 80% stenosed target lesion was located in the left carotid artery. A 6fr non-bsc sheath was placed in the left carotid artery. A filterwire ez was advanced to the distal left carotid artery. A 3.0x40mm sterling mr balloon catheter was advanced and inflated to 6 atms to predilate the lesion. A carotid wallstent monorail 10.0-24 was implanted to treat the target lesion. A 4.0x30mm sterling mr balloon catheter was inflated to 6atms to postdilate the stent. The previously implanted carotid wallstent appeared to have "shortened" resulting in the distal portion of the lesion appearing uncovered via angiograph. The proximal portion of the stent was positioned near the bifurcation between the carotid artery and the external carotid artery. The filterwire ez was removed and the procedure was considered completed. Two hours later, the patient experienced aphasia and right hemiplegia. The stent appeared to have taken a "teepee" shape. A 6fr non-bsc sheath was placed in the left carotid artery and a 5fr non-bsc catheter was advanced to the distal stent. A 3.0x9 gateway otw balloon and transcend soft tip guide wire were advanced through the stent. The gateway balloon catheter was removed and a filterwire ez was placed distally to the previously implanted stent. A 9x40 non-bsc device was implanted from the distal portion of the target lesion to the "teepee" shaped portion of the previously implanted carotid wallstent. Postdilation was performed with a 4.0x30 non-bsc device. The filterwire ez was removed. No additional patient complications were reported and the patient's status is "better".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that following a carotid stenting treatment procedure stent damage and patient complications occurred. The 80% stenosed target lesion was located in the left carotid artery. A 6fr non-bsc sheath was placed in the left carotid artery. A filterwire ez was advanced to the distal left carotid artery. A 3.0x40mm sterling mr balloon catheter was advanced and inflated to 6 atms to predilate the lesion. A carotid wallstent monorail 10.0-24 was implanted to treat the target lesion. A 4.0x30mm sterling mr balloon catheter was inflated to 6 atms to postdilate the stent. The previously implanted carotid wallstent appeared to have "shortened" resulting in the distal portion of the lesion appearing uncovered via angiograph. The proximal portion of the stent was positioned near the bifurcation between the carotid artery and the external carotid artery. The filterwire ez was removed and the procedure was considered completed. Two hours later, the patient experienced aphasia and right hemiplegia. The stent appeared to have taken a "teepee" shape. A 6fr non-bsc sheath was placed in the left carotid artery and a 5fr non-bsc catheter was advanced to the distal stent. A 3.0x9 gateway otw balloon and transcend soft tip guide wire were advanced through the stent. The gateway balloon catheter was removed and a filterwire ez was placed distally to the previously implanted stent. A 9x40 non-bsc device was implanted from the distal portion of the target lesion to the "teepee" shaped portion of the previously implanted carotid wallstent. Postdilation was performed with a 4.0x30 non-bsc device. The filterwire ez was removed. No additional patient complications were reported and the patient's status is "better".

Manufacturer narrative:
Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).